Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2013. Patient's legal counsel further reported patient allegations of pain, dislocations, difficulty ambulating, difficulty sitting and standing and moving up and down stairs. Subsequently, patient underwent revision procedures on (B)(6) 2013. A review of the invoice history confirmed the initial surgery date and the (B)(6) 2013 revision procedure. It further indicates that the modular head and liner were removed and replaced during the revision. However, an invoice could not be located to confirm the (B)(6) 2013 revision procedure. Additional information received from operative report noted patient was revised on (B)(6) 2013 due to recurrent dislocation caused by patient noncompliance. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, ¿postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-05001/05004).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2013. Patient's legal counsel further reported patient allegations of pain, dislocations, difficulty ambulating, difficulty sitting and standing and moving up and down stairs. Subsequently, patient underwent revision procedures on (B)(6) 2013. A review of the invoice history confirmed the initial surgery date and the (B)(6) 2013 revision procedure. It further indicates that the modular head, taper adapter and acetabular cup were removed and replaced during the revision. However, an invoice could not be located to confirm the (B)(6) 2013 revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.